Manufacturer narrative:
(B)(4). Batch #: t95504. Investigation summary: the device was received the lower jaw detached at the welding point. Due to the returned condition of the device, no functional testing could be performed with the generator. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap total hysterectomy, the surgeon was mobilizing the uterus and the mobile jaw of the device stopped opening. The jaw seemed to disengage from the instrument. The instrument was difficult to close and remove from the trocar. No pieces were left in the patient. Another device was opened and was used successfully. There were no patient consequences.